Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 80-year-old female patient with an accidental beta-blocker overdose of lopressor 150 mg orally. Return product is not available for investigation. Method: date: tested results: sample positive/negative: I-stat (B)(6) 2026, 15:15 ,200.1 ng/l a , positive, I-stat (B)(6) 2026, 16:34 , 336.1 ng/l b , positive, roche (B)(6) 2026, 19:24 , 9.3 ng/l c , negative, roche (B)(6) 2026, 05:34, 11.6 ng/l d , negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).